Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Also, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the device had an unexpected longevity of less than two years. At the time of the device replacement it was found that the left ventricular (lv) lead had pulled back into the atrium and had high thresholds. The device was explanted and replaced. The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.